Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's neurostimulator (ins) that was implanted for non-malignant pain and degenerative disc disease. It was reported that the rep met with patient today and could not connect to ins using pp/insr/8840. Caller tried using al feature (before getting on phone with) a couple of times and noted that after that he saw power on reset (por) on the insr and they were able to charge with 8 coupling boxes. It was reviewed that al is not on label for overdischarge though caller noted he was using it to make sure he was in the best position. Further troubleshooting steps were reviewed with the rep to clear por as soon as ins is 25% charged. Caller said the patient has had troubles charging and he believes it is related to coupling. It was noted that during the call the patient was getting 8 coupling boxes so caller should educate patient and have the patient keep a log that can be compared against via 8840 stats if indeed the patient still believes they are having charge problems. The event date was provided as (B)(6 )2018; an exact date was not provided. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the inability to connect to the neurostimulator (ins) was probably overdischarge. The rep reported that the cause of the power on reset (por) wasn¿t determined. The por was successfully cleared. The rep reported that the patient¿s charging/coupling concerns were addressed but it was unknown if it was resolved. No further complications were reported.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2015 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2015 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep) reporting that the patient had a lead migration. It was reported that factors that may have contributed to the reported issue was the patient was assaulted four months after the initial implant. It was reported that a lead replacement/revision was scheduled due to the lead migration. The rep stated that they had been following up regarding what they were told was a scheduled battery replacement and the patient clarified that it was a full revision due to the lead migration. Apparently on (B)(4) 2018 t he clinic was doing another procedure and took a fluro of the leads and noted that they had migrated. The patient was scheduled for a replacement of the system and a revision of the leads. The battery would be replaced with the newest model due to issues with recharging. The issue was not resolved at the time of the report. Surgical intervention has not occurred but was planned and scheduled for (B)(4) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the leads were cut during explant o f the old system, and ins was discarded.